Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: there was a balloon disruption after 16 days of use.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no deviations and no non-conformances initiated with this lot code. One decontaminated device within the original packaging and lot 192915064 was received for evaluation. A visual inspection was performed according to procedure. Additionally, a functional test was conducted by inflating the balloon with water and a leak was detected in the tubing of the balloon, but there was no rupture found in the balloon. The root cause and action plan will be documented through a formal corrective/preventative action (CAPA) which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition from the customer complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis was not possible because there were no photographs or physical samples provided for evaluation. Without a sample analysis, we are unable to confirm the reported condition. The root cause and action plan will be documented through a formal corrective/preventative action (CAPA) which has been initiated with the supplier to address the reported condition to mitigate any further occurrences.